Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer experienced high blood glucose level of 25.4 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with the insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin pump had insulin flow blocked alarm. Customer was not able to rewind the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.